Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the cuff was inflated to 25mbar using a calibrated endotest meter. The cuff maintained pressure at 25mbar for 30 minutes. The sample was then immersed in water and no bubbles were observed coming from the cuff. A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges the device balloon does not hold air. Usage of the device at the time the alleged issue occurred was unknown. No patient impact or consequence was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device balloon does not hold air. Usage of the device at the time the alleged issue occurred was unknown. No patient impact or consequence was reported. Patient condition reported as fine.